Event description:
It was reported that during percutaneous coronary intervention, a stent damaged occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 2.50x12mm promus element plus drug-eluting stent was advanced but was unable to cross the lesion. Several attempts didn't resolved the issue. The physician removed the stent from the patient's body and it was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).